Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported the patient's implantable neurostimulator (ins) was probably changed due to infection. The ins was later replaced. The patient's indication for use is parkinson's dual.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the patient started experiencing an issue with the implantable neurostimulator (ins) on (B)(6) 2013. The ins was explanted due to a surgical wound infection in the chest pocket. The patient also experienced redness and puffiness. The wound was washed out on (B)(6), 2013. Intravenous antibiotics were administered and re-implant occurred on (B)(6) 2013.